Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2021 due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 15, 2021.